Event description:
It was reported that the wire snapped in half. The target lesion was located in the right coronary artery. A 330cm rotawire and a 1.25mm rotablator rotalink plus were selected for use. During preparation, it was noted that the wire snapped in half outside the patient's body upon platforming. The wire was the only thing in the patient's body and the actual burr never made it in. The device was then swapped out and the procedure was completed with a new wire and a new advancer. No patient complications were reported and the patient was fine.

Event description:
It was reported that the wire snapped in half. The target lesion was located in the right coronary artery. A 330cm rotawire and a 1.25mm rotablator rotalink plus were selected for use. During preparation, it was noted that the wire snapped in half outside the patient's body upon platforming. The wire was the only thing in the patient's body and the actual burr never made it in. The device was then swapped out and the procedure was completed with a new wire and a new advancer. No patient complications were reported and the patient was fine. The device was returned for analysis. The returned product consisted of a rotablator rotalink plus device. The advancer unit and burr unit were received attached. There is blood and dried saline on the burr catheter. Although it was reported that the device was not used, the presence of blood and saline along the device is indicative of handling beyond simply unpackaging the device, as was reported. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil is stretched. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was completed with a test .009 rotawire. The rotawire was inserted through the burr and advanced through the entire length of the device with no issue. Inspection of the remainder of the device presented no other damage or irregularities.